Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the following: grip is shaved; air/water cylinder has discoloration; suction cylinder has discoloration; switch box has a scratch; right/left, upwards/downwards knob has a scratch; suction connection has a scratch; suction connector cover unit has a scratch; label on suction connector is damaged; due to damage on channel tube, the tube cleaning brush cannot be inserted; objective lens has a scratch; light guide lens has a chip; connecting tube has a cut; due to annual inspection, parts must be replaced; channel mount unit has foreign material; during incoming inspection no leakage was found; there is corrosion around left-arm; adhesive around light guide lens has discoloration and adhesive around objective lens has wear. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported that when the plastic stent was pulled, it got stuck in the biopsy channel of the evis exera ii duodenovideoscope. A cleaning brush could not be pushed through the channel. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - the user removed the stent from the patient body in a previous procedure and became stuck in the biopsy channel. It was then not possible for the customer to remove the stent from the endoscope later at reprocessing. The suggested event can be detected by handling the device in accordance with the following instructions for use (IFU): IFU: evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection shows how to detect the event. Olympus will continue to monitor field performance for this device.